Event description:
As reported for this event by the customer, during reprocessing while cleaning and brushing the device, a highly viscous white substance came out of the channel and the forceps opening. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, a transparent viscous substance came out from the forceps channel. No significant defects were found in the appearance, but thin scratches were found in the forceps channel. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction in d5 and the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a transparent viscous substance coming from the biopsy channel. The specific root cause of the transparent viscous substance coming from the biopsy channel could not be determined at this time. Olympus will continue to monitor field performance for this device.